Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to the FDA as the complaint was received via a user report. If product is returned this case will be re-opened, an investigation will be conducted, and a follow up report will be submitted after all investigation activities are complete. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report from the FDA which reported the following information: a customer reported that her/his adc freestyle libre flash glucose monitoring system produced readings believed to be erroneous. It further reported that on (B)(6) 2019 his/her early ¿am¿ unspecified capillary result was ¿off by 20 mg/dl¿ and then prior to lunch he/she became symptomatic (no symptoms reported) but the (sensor) read 92 mg/dl. The customer then performed a capillary test and received a reading of 49 mg/dl. There was no report of either self or third-party medical intervention related to this issue. There was no report of death or permanent injury associated with this event.